Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The service technician replaced the batteries. They then performed functional and safety checks to meet factory specifications. The unit was then released back to the customer. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) failed the battery run time test. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) failed the battery run time test. There was no patient involvement, and no adverse event reported.